Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. However, the root cause, and the factor for occurrence of the phenomenon ¿b30 error¿ could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an error code b30. The event was found at preparation before use. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the 190 scope could not be used with the clv-190, but worked normally with the 170 scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.